Event description:
It was reported that the right ventricular lead was extracted due to high capture thresholds.

Manufacturer narrative:
A lead cut into 2 segments was returned. Visual evaluation under magnification of the segments revealed no damage to the coils or helix except for a small deformation/compression of the outer coils approximately 8 cm proximal from the cut end of the lead segment with the connector pin. The lead appeared to be pinched on 2 sides, indicating that the deformation was possibly caused by a surgical tool used to grasp the lead, possibly while cutting it. Electrical testing was inconclusive as the cut areas of the lead did not allow complete dc resistance testing. The dc resistance testing that was able to be conducted passed. The cause of the reported failure mode could not be determined. Review of manufacturing records did not reveal any discrepancies. No further action will be taken.